Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a health care professional (hcp) that the programmer displayed an error when powered on and would not clear. The programmer will be returned for repair. There was no patient involvement.